Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. On the basis of the evaluation of the returned device, it could be confirmed that the deployment mechanism had been actively used until the breakage of a force transmitting component in the grip section occurred with the stent being partially released. The distal stent end of the completely released stent was found to be fractured which may have occurred during removal of the partially released stent from the patient or during complete stent release after the procedure. In addition, the system was found to be broken in different sections. Increased friction is considered the reason for increased release force and subsequent partial stent deployment. Furthermore, a guide wire was found stuck in the system upon receipt which is considered a consequence of high deployment forces. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may be related to a difficult anatomy as highly tortuous or calcified vessels can lead to increased friction and subsequent release force increase. Also not performing a pre-dilation may contribute to this type of event. In this case, no information regarding the vessel anatomy or the procedure was provided. The event also may be use-related as rough handling of the device can lead to deformation and subsequent friction increase. On the basis of the limited information available and the evaluation of the device, a definite root cause for the reported event could not be determined. The IFU states: "examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used." And "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." Also the IFU states that pre-dilation of the lesion should be performed by using standard techniques.

Event description:
It was reported that during a stent placement procedure, the stent partially deployed and the delivery system became blocked. The device was retracted without issues and another stent of the same brand was used to complete the procedure successfully. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure, the stent partially deployed and the delivery system became blocked. The device was retracted without issues and another stent of the same brand was used to complete the procedure successfully. There was no reported patient injury.